Event description:
It was reported that the user was performing a supply change and expected to be at the fill tubing step, but the ilet interface prompted the user to rewind again; the agent guided the user back to the fill tubing step and the user proceeded without further issue. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of the supply change without alarms. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed user workflow confusion within the supply change sequence, with the device functioning as designed once the correct step was selected. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.